Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for af with rapid ventricular response. Programming changes were made. The patient was stable following the event and will continue to be monitored normally.